Manufacturer narrative:
The subject device was returned to omsc for evaluation. There was no scratch and no contact mark on the probe of the subject device and the jaw. The ptfe pad of the subject device was worn. The coating of the jaw was partially missing. As a result of checking the manufacturing record of the same lot, there was no abnormal detected. Based on the evaluation results and the similar cases in the past, the coating of the jaw might be missing since the filth on the jaw was scraped with a hard object. The ptfe pad might be worn since the subject device was activated output while the user grasped nothing. Ultrasonic level error might occur since the probe was subjected to a load during activation. And then, omsc presumes that the probe was subjected to a load due to any of the following possible causes. -the subject device was excessively pressed against a hard object. -the subject device held a thick tissue. -the subject device held the tissue and was twisted. The instruction manual of the device has already warned as follows; *if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. *during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle. Also, do not activate the output, while torque is applied to tissue over the handle, in this instance release the torque, re-grasp the tissue and re-activate output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.

Event description:
During a glossotomy, ultrasonic level error occurred. The intended procedure was completed with another device. On october 19, 2017, olympus medical systems corp. (Omsc) found that the coating of the jaw was partially missing. No patient injury was reported.